Manufacturer narrative:
H3. Analysis of catheter serial number (B)(6) identified damage on the catheter body which was consistent with explant damage. The damage did not affect the performance of the catheter. Analysis of catheter serial number hg51ucl08 identified a kink in the catheter body. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the manufacturer representative (rep) indicated that, per a pump session report from 2026-04-08, the pump was used to deliver fentanyl 202.9mcg/day, bupivacaine 1.826mg/day and hydromorphone 0.7710mg/day.

Manufacturer narrative:
Continuation of d10: product ID 8784 lot# serial# (B)(6) implanted: (B)(6) 2021 explanted: 2026-04-08 product type catheter product ID 8782 lot# serial# (B)(6) implanted: (B)(6) 2022 explanted: (B)(6) 2026 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(6), ubd: 29-jan-2023, UDI#: (B)(4) ; product ID: 8782, serial/lot #: (B)(6), ubd: 29-jan-2023, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving hydromorphone (7.6 mg/ml), fentanyl (2000 mcg/ml), and bupivacaine (18 mg/ml) via an implanted pump. The patient¿s medical history included a diagnosis of pancreatitis. The indication for pump use was chronic pancreatitis pain and non-malignant pain. It was reported that there were questions about volume discrepancies at the pump refills. Prior refills found: (B)(6) 2025 expected 4 ml and got 9 ml; 10/20/25 expected 4.6 and got 10 ml; (B)(6) 2025 expected 6.8 ml and got 12 ml; (B)(6)2025 expected 6.8 and got 11 ml; and (B)(6)2026 expected 5.3 ml and got 10 ml. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. Clinic notes provided that the patient presented to the clinic most recently on (B)(6)2026 for abdominal pain. The pain was located in the mid-abdominal region. The pain intensity was 5/10. The pain had been worsening. The pain was constant. Pain medication made the pain better. Per the notes, due to the volume discrepancies at refills and increased pain, the patient was being sent for a catheter revision per the physician¿s recommendation as the patient had been benefiting from the therapy. As the patient needed a catheter revision due to the volume discrepancies for a possible catheter kink, the patient was scheduled for a pump replacement as well because the pump elective replacement indicator was 22 months. The notes included that catheter dye studies done on (B)(6)2025 and (B)(6)2026 were normal. At the last visit (B)(6)2026, the pump was reprogrammed for a two step wean with a decrease in simple continuous fentanyl by 150 mcg and another decrease by 150 mcg a week later. On (B)(6)2026, the patient presented for pump reprogramming and noted that she experienced withdrawal symptoms for a couple of days and increased pain ongoing since the weaning. The patient denied any new or worsening side effects. They discussed the plan to continue titrating down the pump dosage ahead of the pump and catheter replacement and the patient expressed understanding. The pump was reprogrammed for a two step wean with a decrease in the fentanyl by 135 mcg at the visit and another decrease by 135 mcg in one week. On the date of the report, the patient was taken to surgery and the expected out was 28.7 and they got 29 out and the catheter was flowing normal. It was noted that regardless of all of this, a full system replacement of both the pump and catheter was done today. The issue was noted to be resolved, and it was indicated that the healthcare provider had no further information to provide regarding the event.